Event description:
It was reported that during the implant attempt, the atrial lead had to be repositioned multiple times due to poor sensing and constant dislodgement. Upon removal of the lead, a small amount of tissue was seen in the helix. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.